Event description:
Customer alleged the right side post by the seat broke away from the frame. No injury alleged.

Manufacturer narrative:
The consumer is a (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the frame broke away by the seat. This is a discontinued device ((B)(6) 2007). Invacare provided dealers in her local area. No injury. No RMA issued.